Event description:
It was reported that this physician's office received a remote alert indicating this device had entered safety mode. The clinic was initially unable to contact the patient and was going to call police to check the patient's welfare. However, the clinic was able to reach the patient who had experienced several dizzy spells. It was alleged that these dizzy spells had occurred due to over-sensing and pacing inhibition due to the safety mode operation. The patient was sent to hospital where this device was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this physician's office received a remote alert indicating this device had entered safety mode. The clinic was initially unable to contact the patient and was going to call police to check the patient's welfare. However, the clinic was able to reach the patient who had experienced several dizzy spells. It was alleged that these dizzy spells had occurred due to over-sensing and pacing inhibition due to the safety mode operation. The patient was sent to hospital where this device was explanted and replaced to resolve the event. The device was received for analysis and is currently pending analysis completion. The patient was stable with no additional adverse effects reported.